Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no reported patient involvement. The customer returned the device to a third-party service center contracted with the manufacturer. The service technician evaluated the device and found that the blower foam was degraded and the device was giving an error for the blower. The results of the evaluation were recorded and the device was scrapped. No further investigation necessary at this time.